Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant product: smartablate generator, model #: m-4900-07, serial #: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a transient ischemic attack (tia) requiring no medical or surgical intervention. On post-procedure day one, the patient was diagnosed with a transient ischemic attack. No intervention was provided. Patient was reported to be in stable condition. Patient required extended hospitalization (1-2 additional days) as a result of the adverse event for post-tia assessment. Patient had no residual effects upon discharge to home on post-procedure day 2. Patient was in normal sinus rhythm during the procedure. Cardiovascular medical history includes a left ventricular aneurysm. Physician¿s opinion regarding the cause of the adverse event is that it was possibly secondary to amiodarone toxicity or the char that was observed on the thermocool smarttouch bidirectional sf catheter tip. Generator parameters included power control mode with temperature cut-off of 40 degrees celsius and power cut-off of 50 watts. Generator settings included temperature of 27 degrees celsius, impedance in the 150s, and power at 45-50 watts. Patient received anticoagulant (heparin) during the procedure with activated clotting time maintained in an unspecified range. There were no errors reported on any biosense webster, inc. Equipment during the procedure. There were no catheter issues related to temperature of flow. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.